Event description:
It was reported that: during a case, the dr was attempting to establish spontaneous respiration and was adjusting the apl valve. The dr noted that the apl valve locked and would not turn any longer. The dr attempted to force the apl valve and it broke. The dr placed the device into mechanical ventilation and completed the case using the device. No pt injury.